Manufacturer narrative:
H3: the device and the tyvek envelope were returned with other pli in a resealable bag. There were traces of contamination observed on the outer tube. Upon return, it was observed that the inner hub was damaged, there were deep scratches on the hub. The inner assembly spun by hand with binding sound. The device was loaded into a handpiece and ran up to 5 ,000rpm. During the blade oscillation, there was a wobbling observed. For further analysis, the inner assembly was pulled out of the outer assembly (was not fixed to the outer blade), and it was observed that the inner shaft was bent near the distal end of the inner hub. There were also striations observed at the distal end of the inner shaft and near the distal end of the inner hub. The device failed functional testing due to defective conditions upon return and the inability to spin properly. Regardless of analysis findings, the inner and outer blades were not fixed together upon return and therefore, the complaint could not be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op no damage noticed on the product package. The two straight blades were reported to be non-rotating because the inner and outer blades were fixed together, preventing rotation. There was no patient impact.